Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera pre-disinfection on samples of (B)(6) 2022. Reportedly, disinfection treatments were performed regularly as per IFU. Laboratory result were provided to livanova. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication under previous complaint from the same hospital , livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 membrane for tap water or equivalent performance filter is used and when the device is not used,it is store generally full of water, but if the customer has a period of less surgical activity he decide to stop a device and in this case he leave it empty, but continue to follow the IFU and therefore wash every 14 days and h2o2 checked daily. The hospital does not use reusable heating blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces are disinfected one time in a day and water circuits in every case. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. The most likely root cause of the reported contamination can be related to the location where device is used/stored. However, no additional information is available and the exact root cause cannot be determined. The device will be sent to the manufacturer site for deep disinfection in order to solve the reported issue.

Event description:
See initial report.